Event description:
A pt receiving 100% oxygen bipap therapy received burns when an electrical surgical unit (esu), used during a surgical procedure (for the pt), sparked and ignited the pt's tissue. Requests for the severity of the pt's injury, prognosis and treatment were not honored by the complainant. The complainant refused to return the bipap device associated with the reported event to the MFR for eval, or provide its serial number; however, they did state they believed the incident not caused by the bipap device, and that they were aware that the use of the bipap device in the presence of an operational environment containing a flammable anesthetic mixture with air or with oxygen was contraindicated. They added that their biomedical dept completed an eval of the associated bipap device after the event occurred, and found it to be operating properly. The testing methods used in this eval, and the results obtained, were not made available for eval.

Manufacturer narrative:
A "serious injury" of the affected pt was not confirmed; however, the MFR has conservatively selected "serious injury" based on the potential for alleged injury to have required intervention to prevent permanent injury. Because the serial number of the device was not provided, the device manufacture date cannot be determined. Results (product labeling adequate and appropriate).